Event description:
The customer reported that the ac power module cannot function. There was no reported pt involvement. The symptom was further clarified as a low battery message and the battery is not being charged.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.